Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the remote home monitoring system issued an alert for the cardiac resynchronization therapy pacemaker (crt-p) reaching safety mode. The patient was brought in for a replacement procedure and the device was unable to be interrogated. A revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the remote home monitoring system issued an alert for the cardiac resynchronization therapy pacemaker (crt-p) reaching safety mode. The patient was brought in for a replacement procedure and the device was unable to be interrogated. A revision procedure was performed where the crt-p was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.